Event description:
This rv lead was explanted on (B)(6) 2012 due to high thresholds with increasing high impedances and noise noted across the rate sense channel. The procedure took place at (B)(6) center in (B)(6), in with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).